Event description:
Philips received a complaint by the customer on the v60 indicating that during a periodic check, the power lamp did not turn on--although the power supply was plugged in, the device did not recognize the power supply and ran on the battery. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was swapped for another ventilator, but no medical intervention or delay in therapy was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the alternating current (ac) power supply failed--although the ac power supply was connected, dc24v was not output from the power supply. The pse also confirmed that a 1212 running on internal battery alarm error occurred with the ac power supply connected. The pse replaced the power supply and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.